Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was over sensing the respiratory response trend (rrt) signal on the right atrial (ra) channel. In reviewing the ra pace impedance trends, there are occasional high impedance peaks, but the overall trend is low and steady. The field representative programmed the rrt feature off. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.